Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 400 mg/dl. Customer had blood glucose level of 370 mg/dl in last night. Customer was treated with insulin pump. Drive support cap was normal. Customer declined troubleshoot for air bubble and leak. Customer stated that the insulin pump had no delivery alarm. Customer was assisted with troubleshoot and insulin was exited by changing complete set. Customer stated that the insulin pump had motor error alarm. Insulin pump passed displacement test. Customer was able to complete rewind. Customer was alleging insulin pump for under delivering because customer stated that during delivery it had clicking sounds and the number were in sync with it but now it was not in sync anymore. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm and no motor error alarm noted during test. Motor passed motor test. (B)(4).